Manufacturer narrative:
B3. Event date was estimated based on the earliest procedure date noted in the literature article. Details of the event, including patient status and product information, were not provided to bsc. Because the product lot is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other specific product information. If additional details become available, a supplemental report will be submitted. Wang, s. K., fajardo, a., sawchuk, a. P., lemmon, g. W., dalsing, m. C., gupta, a. K., murphy, m. P., & motaganahalli, r. L. (2019). Outcomes associated with a transcarotid artery revascularization-centered protocol in high-risk carotid revascularizations using the enroute neuroprotection system. Journal of vascular surgery, 69(3), 807 to 813. Https://doi.org/10.1016/j.jvs.2018.06.222.

Event description:
It was reported via literature that some patients who underwent a transcarotid artery revascularization (tcar) procedure experienced dissection, hypotension, hypertension, bradycardia and had surgical bleeding. In some of these cases, intervention was required. This study was a retrospective review of capturing 75 tcar procedures performed in patients deemed to be at high risk for complications after traditional carotid endarterectomy between december 2015 to january 2018. During one procedure, it was reported that a dissection was noted in the common carotid artery and as a result, the procedure was converted to carotid endarterectomy (cea). The cause of the dissection was not reported. The following adverse events were also reported to have occurred during the tcar procedures included in the study: hypotension (1.4%), bradycardia (54.1%), hypertension (54.1%), and 2.7 % of patients experienced bleeding at their surgical site which was resolved without any intervention. In some cases of hypotension and bradycardia, vasoactive pharmaceuticals and glycopyrrolate or atropine were administered. No further information was provided to boston scientific.